Manufacturer narrative:
This product (evolution 3e ventilator) is not distributed in the USA.

Event description:
Alarm sounds and does not stop no matter if the silence button is pressed. The blower was exchanged because it did not work. A message appeared stating that the ventilator was faulty or inoperative.